Event description:
The customer reported a check valve failure. The nurse hung a secondary of 20 meq kc1/100 ml to run over 3 hrs at 30 or 35 mg/hr. She checked back in 15 minutes and found the secondary bag empty. The pump was sequestered but the tubing remained in use. At the next shift, another nurse was using a new pump with the same set, hung a secondary of 500 ml ns and immediately saw fluid dripping in the drip chamber even though she had not opened the clamp or started the pump yet. They did a potassium level and found the level had only gone from 2.9 to 3.2 so they suspected the pt had not received the kcl dose, and that the kcl had backflowed into the primary. The tubing set-up was sequestered, tested with colored fluid and found to have a check valve failure with the secondary fluid backflowing into the primary. The biomed checked the pump and found no issues with it. Although the hosp confirmed a check valve failure a log review was requested to rule out any programming errors. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). The data set has been received and the IV set and event logs have been requested but not yet received. A f/u report will be submitted with eval results if the set or logs are received for investigation.